Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal blood glucose results.. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at an unspecified time on (B)(6) 2012. The patient claimed that she obtained blood glucose results of "400+, 415 and 417 mg/dl" with the subject meter. The patient said that she manages her diabetes with insulin (self adjusting) and mentioned that she increased her insulin (13 units) on the day of the alleged issue (unspecified time). The patient claimed that one hour after the alleged issue began she developed "shakiness." However, the patient denied receiving medical intervention as a result of the alleged issue. The patient also denied testing her blood glucose on another device. During troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. The patient did not have control solution during troubleshooting to perform a control test. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly increased her insulin based on the alleged inaccurate high results obtained on the subject meter and subsequently developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.